Event description:
Consumer alleges she tipped over in the chair and the chair allegedly landed on top of her.

Manufacturer narrative:
Alleged event could not be duplicated.

Event description:
Consumer alleges she tipped over in the chair and the chair allegedly landed on top of her.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.